Event description:
Healthcare professional reported injecting a patient in the jaw with 1 ml of juvéderm® volux¿. Four months later, the patient was injected in the lateral and zygomatic lateral cheekbone with harmonyca¿ with lidocaine and in the canine fossa with juvéderm® voluma¿ with lidocaine. Five months later, the treatment ¿swelled up¿ and ¿turned redness¿ at the injection site, and the patient experienced ¿pain.¿ the patient was treated with predsin 40 mg/5 days, 30 mg/5 days, 20 mg/10 days, 10 mg/10 days and cephalexin 500 mg for 8-8 hours for 10 days. The next day, blood tests were performed. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to e1: phone number is (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.